Event description:
Boston scientific crm received information that this left ventricular lead was dislodged. A revision procedure was performed, the lead was removed, replaced and acceptable measurements were obtained post revision. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. Should additional information become available, this event will be updated.